Event description:
During an interventional procedure, the physician inserted a 0.014 inch runthrough (terumo) into the lesion. He then inflated a cross sail (2.0 x 20mm, gdt) and he tried to cross a cypher through the lesion. The cypher did not cross the lesion because the lesion was very tortuous and calcified. The lesion was denovo with 90% stenosis occlusion of the mid left anterior descending lesion. Physician changed to a (xb 3.5) guiding catheter and did the buddy wire technique. But still it was not able to cross through the lesion. When pulling back the cypher, it got entangled with the wires and balloon, so the stent strut bent. Physician then used an endeavor and the case was finished successfully.

Manufacturer narrative:
The product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product is available but has not been received as of the initial report. Additional information will be submitted within 30 days of receipt.